Event description:
At a checkup at a new clinic high impedances were measured and reportedly impedances on all channels were high. Revision surgery was performed on (B)(6) 2021. This report refers to 9710014-2021-00644. For further information please refer to this report.